Event description:
It was reported that following an arteriogram with run off pta in the right common iliac, the pcb 2 cm cutting balloon was found to have one of the four blades missing. This was found upon withdrawal after a successful in-stent restenosis treatment procedure, with no pt injury. It is noted that the device atherotome had not been inspected prior to the intervention. Per follow up information provided, the lesion being treated was a 7mm diameter vessel, with one stent located within the vessel. It is noted that the lesion has not been predilated. Multiple inflations were performed during this procedure and no resistance felt when moving the balloon catheter from the body. Balloon rupture was not a complication during this procedure. An x-ray was done post-procedure without success in locating the missing atherotome.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report. Should further relevant information become available, a supplemental medwatch report will be filed.